Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection and sepsis could not be conclusively determined through this evaluation. In addition, the report of an extrinsic outflow graft obstruction could not be confirmed, as no images were submitted and an outflow graft revision surgery was performed prior to the return of heartmate 3 lvas, serial number (B)(6). (B)(6) was returned assembled with the pump cable intact. The modular cable was not returned. Approximately 5¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. The sealed outflow graft bend relief was returned engaged to the graft hardware and had been severed approximately 1¿ from the hardware. The distal end of the bend relief was not returned and appeared to have been replaced by a section of graft material wrapped around the outflow graft and sutured closed. Upon removal of the bend relief and second layer of graft material, a small crease was observed along the proximal end of outflow graft. There was no tissue present over the deformation; however it was reported that an outflow graft revision was performed to remove material between the outflow graft and bend relief. A specific cause for the reported extrinsic outflow graft obstruction and a duration of time for which it was present could not be conclusively determined through this evaluation. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of any developed depositions or thrombus formations within the device. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G is currently available. Section 1 of this document lists infection and sepsis as adverse events that may be associated with the use of the heartmate 3 lvas. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. Section 5 of the IFU "surgical procedures" contains information regarding the preparation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. Section 6 entitled ¿patient care and management¿ explains how to clean and care for the driveline. Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 entitled ¿equipment storage and care¿ explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. The heartmate 3 lvas patient handbook, rev. G, also contains information about caring for the driveline and preventing infection. Furthermore, the patient handbook contains information regarding how to clean and care for the driveline, including a section entitled "what not to do: driveline and cables." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient had a graft revision surgery. The patient had a deterioration in their general condition and had a suspected driveline infection. A positron emission tomography and computed tomography was used to confirm a driveline infection and a high suspicion of outflow graft obstruction. Surgical intervention for driveline and graft revision took place on (B)(6) 2023. The patient's condition deteriorated postoperatively maximally and the patient became septic with positive blood cultures and circulatory instability with malperfusions. There was no twist however, "jelly case" was observed during the revision. The material between outflow graft and bend relief was removed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was report that the patient expired. The cause of death was sepsis; the date of onset and source of sepsis was unknown. The death was not considered to be device related and the device operated as expected.